Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead dislodged during the implant procedure. Additionally, the atrial lead helix was unable to retract. The lead was replaced and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.